Event description:
It was reported that the patient was needing an additional coverage. The patient underwent a revision procedure wherein two linear leads were added. Nothing was explanted and the patient was doing well postoperatively.